Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access. It was stated that equipment came into contact with water passing through the central shaft of the equipment, damaging the contacts and the bearing of the upper arm. Also, rust occured in upper arm and the bearing, which was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination, and contact with water may cause electric shock. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Subject matter expert established that according to the information provided the presence of water in the device is the result of a water leakage or excessive cleaning product used from the facility, it is a phenomenon external to the device. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 12th august 2024 getinge became aware of an issue with one of surgical lights: volista access. It was stated that equipment came into contact with water passing through the central shaft of the equipment, damaging the contacts and the bearing of the upper arm. Also, rust occured in upper arm and the bearing, which was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination, and contact with water may cause electric shock.

Manufacturer narrative:
Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.